Event description:
Per the clinic, the patient experienced tinnitus subsequent to using the implant as well as pain around the implant side and headaches. The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. The manufacturer became aware upon receipt of the explanted device on, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).